Event description:
The customer tested their blood glucose and received a result of 95mg/dl at 6:30pm. The customer went to work where they began feeling dizzy and out of it. They sat down and was given chocolate and orange juice by employees. The customer was taken to the hosp and received 4 glucose vials under their tongue by paramedics. At the hosp they received a result of 41mg/dl at 8:30 am. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.